Event description:
Per the audiologist, the patient's flange fixture with abutment fell out while sleeping. Per the surgeon's report, the child's treacher collins syndrome and poor bone thickness may have caused/contributed to the lack of osseointegration. Revision surgery was not scheduled at the time this report was filed.

Manufacturer narrative:
This type of event is addressed in the device labeling.